Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The submitted log files were reviewed and starting on 02jan2000, and multiple times throughout the controller periodic log file low voltage and no external power alarms were active. These events were unable to be correlated to an issue with the mobile power unit (mpu) and have been addressed under the controller investigation. The mpu, serial number unknown, was not returned for analysis. The root cause of the reported event could not be correlated to an issue with the mpu. The relevant sections of the device history records for the mobile power unit were unable to be reviewed as no serial number was provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms. This section also provides the actions to take if the alarm does not resolve. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during investigation of the system controller, there were no external power alarms identified while connected to the mobile power unit.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.